Event description:
Cataracts in both of a (B)(6)'s eyes shortly after lasik; followed my multiple retinal tears and a detachment. Latest tears and a detachment happened in 2012. The first one developed 3 weeks after lasik. Cataracts developed immediately following lasik. There is absolutely no family history of cataracts and the pt was not a smoker. Cataracts developed immediately after lasik. Multiple retinal surgeries; almost complete loss of vision in the right eye (20/200 currently) an significant loss in the left eye (20/70 currently).